Event description:
The recipient has heard only a static noise since activation. The recipient had 29% word discrimination before implantation and has 0% word discrimination post implantation. There was no report of trauma, pain, or swelling around the implant site, changes to health or changes in medication. The recipient was re-implanted on (B)(6) 2021.